Event description:
Per the clinic, the patient had no auditory response to stimulation resulting in the decision to discontinue use of the device. Reprogramming attempts were made, however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned, but had not taken place at the time of this report.

Event description:
The customer reported, the pt received a small burn on their back. A pencil was in use and had been used at some time before during the procedure and then laid on the drapes over the pt's back. The drapes covering the pt were melted and the pt's back beneath was burned. No one had activated the pencil after its use. The site is concerned if a self activation occurred.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, the patient was not reimplanted. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(6), 2011.